Manufacturer narrative:
A field service engineer (fse) was dispatched. The fse confirmed the leak due to a completely occluded port (5) on the bsv. The fse flushed the port with bleach removing the occlusion and resolving the leak. (B)(4).

Event description:
The customer reported that about 5 milliliters of clear fluid had leaked from the bsv (blood sampling valve) of the lh500 instrument. The leak was contained within the instrument. No erroneous results were generated in connection with the reported event. In addition, no one came in direct contact with the fluid so there was no biohazard exposure to open wounds or mucous membranes.